Manufacturer narrative:
Additional information: manufacture date provided in appropriate field.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the emitter of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found that a fault appeared when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the emitter displayed a fault error on the navigation system. It was noted that the emitter was not functioning. There was no patient present when this issue was identified. No additional information was provided.